Event description:
It was reported that 2 bd plastipak¿ luer-lok¿ syringes leaked at the connection to the maxzero during use. The following information was provided by the initial reporter, translated from portuguese:" db's 10 ml luer lock syringe leaked in connection with the max zero bd valved cap; occurred twice in the neonatal ICU, when the set was installed in a newly inserted PICC-type catheter."

Manufacturer narrative:
H6. Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident, therefore a root cause could not be determined. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Event description:
It was reported that 2 bd plastipak¿ luer-lok¿ syringes leaked at the connection to the maxzero during use. The following information was provided by the initial reporter, translated from portuguese:" db's 10 ml luer lock syringe leaked in connection with the max zero bd valved cap; occurred twice in the neonatal ICU, when the set was installed in a newly inserted PICC-type catheter".

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.